Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing imaging. The patient was moved to another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on site and confirmed that the flexviewing pc was not starting. A review of the system logfiles found a malfunction with flexviewing pc. Upon troubleshooting actions, the fse identified that the flexviewing pc was defective. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.